Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified the reported issue, functional testing confirmed the reported condition as a small leak on the top corner of the back side of eva. At the leak location, a deep gouge through the weld, from the top left corner to the edge of the bag was found. The gouge looked as though it had been caused by an impact where a sharp surface dug into the back side of the eva. Based on its location, the leak would have been obvious during filling. The manual add port was also viewed under magnification and the port had been used. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on the evaluation findings, the condition likely occured during customer handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have pinhole leaking on upper left corner. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.